Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. The device status report showed dashes and model and serial numbers were -unknown-. The patient was scheduled for replacement.

Manufacturer narrative:
Should have been (B)(4) 2011 rather than (B)(4) 2011. Final analysis found the pulse generator to be in backup vvi mode. All wire bond joints were broken at the neck area on the radio frequency (rf) flex module. This could cause the device to revert to backup vvi mode.